Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a pump pocket infection. The pt's symptoms included redness, swelling, drainage, and erosion; the pump was exposed through the skin in the pocket area. There was also adjacent cellulitis. A culture was obtained from the device pocket and the organism was unk. The pt was treated with IV antibiotics, oral antibiotics, and had a total device explant. A new pump was placed contralaterally. The outcome is ongoing. The pt did not suffer from any drug withdrawal. The drugs in the pump at the time of the event were clonidine and lioresal.